Manufacturer narrative:
Pump received with corroded damage on battery tube. Unable to perform displacement test. Pump received with stripped battery cap coin slot (p). Failed battery test due to corroded damage on battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, cracked reservoir tube window, cracked reservoir tube and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and that the battery cap was worn. Blood glucose level at the time of the incident was 195 mg/dl. The customer reported that the insulin pump would still function, but then suddenly lose power. The customer stated that the damage to the battery cap resulted from normal usage. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.